Event description:
It was reported that, while the patient was in the clinic for routine follow-up, they denied any issues or concerns. The customer had adjusted the patient pump speed during their last office visit. A review of the log files revealed multiple no external power alarms while on the mobile power unit mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. A review of the log files contained data spanning approximately 6 days (20aug22 ¿ 25aug22 per timestamp). On 24aug22 from 2:24:08 ¿ 2:25:21, the no external power alarm activated due to both power cables being disconnected simultaneously. The alarm cleared after the system was reconnected to the mobile power unit (mpu). The backup battery was able to provide power to the system during the event. No other notable alarms were active in the log file and pump operation was not affected. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Per the provided information, the patient confirmed having audible alarms due to unplugging both power cables at the same time. Additionally, the mpu had a v-lock connector on the ac power cord. No product will be returned for analysis and the controller and mpu remain in use. A root cause for the no external power alarms was confirmed to be due to user error by disconnecting both power cables simultaneously. Heartmate 3 instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. Heartmate 3 instructions for use, rev. C, section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook, rev. D, section 3 entitled ¿powering the system¿ instructs the patient on how to properly switch between power sources to prevent loss of power. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the alarm was determined to be due to a dual power cable disconnect on the patient's system controller.